Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left ica. The max diameter was 8mm, and the neck diameter was 4mm. The patient's vessel tortuosity was moderate. The landing zone was 3.25mm distal and 3.6mm proximal. Dual antiplatelet treatment was administered. It was reported that they uncovered the stent and it distally apposed the wall great. Once going into the bend the stent was compressed. It was not twisted as one plane had the stent looking open, but the other plane looked compressed. They uncovered more stent and used the push and pull technique to try and open the stent. This was tried 6 times. They then tried resheathing the stent and bringing the microcatheter onto the inner curve while deploying into the bend, and it was still compressed. Now the stent on both planes was compressed. They deployed up to 80% of the stent and tried the push and pull technique numerous more times before deciding to take the stent out. The middle of the pipeline had been located in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. The pipeline was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure were said to be good. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5); in-house 0.0265" mandrel. Drawing(s) referenced: fg-15xxx-yyyy-zz rev. A. As found condition: the pipeline vantage was returned within the phenom 27 catheter; inside of a sealed bio-hazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. The catheter tip, marker band and body were examined; and no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the pipeline vantage was pushed out from the catheter lumen with no issues. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Conclusion: based on the returned device, the pipeline vantage was not confirmed to have "failure to open at the middle section" issue. The root cause could not be determined as the returned braid was found fully opened and no damage. Possible cause includes patient tortuous anatomy. There was no non-conformance to specifications identified that led to the failure to open issue. Ls 2022-09-21 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.